Manufacturer narrative:
On 07/11/2019, the mentor failure analysis lab received the device for evaluation. On 07/19/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During evaluation of the device, it was observed some lines of shell wear on the anterior and posterior view suggesting in-vivo folding or creasing of the device. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint due to external cause. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 06/18/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient who underwent a breast augmentation revision procedure with mentor memorygel breast implant 225cc gel breast prostheses observed that her left breast appears high, round, and hard and it feels uncomfortable. A physician confirmed by examination severe left breast capsular contracture (baker grade unknown) and mild right breast capsular contracture (baker grade unknown). As a result, the patient underwent explantation on (B)(6) 2019. This medwatch report is for the right breast prosthesis.